Manufacturer narrative:
The lead was returned for analysis. Visual inspection of the returned lead found a kink on the lead body and a metal electrode was missing on the proximal end. The missing lead tip was not returned and was not inside the ipg header, which was confirmed through visual inspection and no resistance encountered during the insertion of a reference lead into the bore header. Review of the ipg diagnostic data showed there were no open contacts prior to the revision. Based on these diagnostics, the damage to the lead was likely caused during the revision procedure.

Manufacturer narrative:
Nevro is awaiting the return of the device. The manufacturing records were reviewed and no non-conformities were found.

Event description:
It was reported to nevro that during a lead revision, it was discovered that an electrode had detached from the proximal end of the lead. The physician believes the electrode got stuck in the ipg port. A new device was implanted and there have been no reports of further complications regarding this event.